Event description:
Procedure: hemicolectomy. Reportedly, the surgeon attempted to apply the device to tissue however he was not able to complete the proper firing sequence. The surgeons then cut the tissue and found the rectum was not closed. The surgeons re-did the mobiliazation of distal rectum again and started again with the stapling procedure. This resulted in an approximate tissue loss of an additional 20mm. The pt was sent back to ward with leakage of the anastomosis afterward.